Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case from the united states and the retrospective study for journey ii cr reports ¿stiffness post right total knee arthroplasty¿ it was treated with a manipulation under anesthesia. The outcome was: resolved and subject records were updated by site, the issue was discovered during routine reconciliation. The clinical study report forms were provided but did not reveal a cause for the stiffness. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that patient presented right knee stiffness post right total knee arthroplasty. Event was resolved with manipulation under anesthesia.